Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. It was reported that the stent delivery system (sds) proximal shaft became deformed and could not retract into the guiding catheter. Factors that may contribute to proximal shaft deformation include, but are not limited to, inadequate kink resistance, damage during shipment, inadvertently damaged during removal from dispenser and/or sheath/stylet removal, or inadvertently mishandling during preparation for use. In this case, it is possible that when the sds proximal shaft became deformed it contributed to the reported difficulty to remove the sds. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported deformation due to compressive stress to the shaft. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. D4: the UDI number is not known as the part and lot number were not provided. The xience proa device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during the procedure to treat an unspecified lesion the proximal shaft of the xience proa stent delivery system (sds) became deformed and they could not be retracted into the guiding catheter. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.